Event description:
It was reported that while stretching, the patient heard a loud pop sound and an alert for charge time limit being reached was observed. A manual charge was done on the capacitor and the charge time was within acceptable limits. Programming changes were made. The patient will be monitored.